Manufacturer narrative:
A visual inspection was performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to guide break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The guide break likely contributed to the entrapment of the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed.

Event description:
Subsequent to the initially filed report, the following information was received: follow-up confirmed the device broke prior to plunger deployment. The device broke into two pieces at the guide but was held together by the actuator wire. Surgical intervention was done to retrieve the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of a calcified right common femoral vein using the pre-close technique via a 8f sheath hole prior to an percutaneous coronary intervention (pci) and endarterectomy procedure. Reportedly with the prostyle device, the guide separated from the guide tube after suture deployment. Surgical intervention was done to retrieve the separated guide. Manual suturing was used to achieve hemostasis. Procedure was canceled post surgical intervention. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.